Manufacturer narrative:
Initial.

Event description:
It was reported that after swimming with the ilet in a pocket, the pump would not power on and disconnected from the mobile app, consistent with moisture damage and involving the device seal component; the user transitioned to backup therapy and blood glucose was unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at the seal consistent with moisture ingress, aligning with moisture damage of the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.